Manufacturer narrative:
The customer's reported complaint of "the thermogard ivtm system (sn tgxp10313) does not power on" were not confirmed during functional testing and event log review. No device malfunction was observed during the testing, and the thermogard console functioned as intended. No physical damage was observed on the thermogard console during visual inspection. However, the pump door hinge screws were tightened, and drip pan was cleaned, unrelated to the reported complaint. As part of the evaluation, zoll personnel disconnected and inspected the ce connectors j21/p21 and j22/p22, and no damage was observed. Ce connectors were reconnected. Also inspected were all the connectors in the display head, connections on the pic16 and I/o boards, dan foss controller, pump raceway sealing, hall sensor and no issue found. The event log review indicated mid:16 (software/low or loose battery) error, unrelated to the reported complaint. The mid:16 (software/low or loose battery) error was probably due to low battery, which likely attributed to an aging console. The thermogard system was manufactured in 2011 and is 12 years old. The error was not reproduced during functional testing. During initial functional testing and further functional testing, the thermogard console passed all the tests without any fault or error.

Manufacturer narrative:
The customer's reported complaint of "the thermogard ivtm system (sn (B)(6)) does not power on" were confirmed based on the event log review but not confirmed during functional testing. No device malfunction was observed during the testing, and the thermogard console functioned as intended. No physical damage was observed on the thermogard console during visual inspection. However, the pump door hinge screws were tightened, and drip pan was cleaned, unrelated to the reported complaint. As part of the evaluation, zoll personnel disconnected and inspected the ce connectors j21/p21 and j22/p22, and no damage was observed. Ce connectors were reconnected. Also inspected were all the connectors in the display head, connections on the pic16 and I/o boards, dan foss controller, pump raceway sealing, hall sensor and no issue found. The event log review indicated mid:16 (software/low or loose battery) error, unrelated to the reported complaint. The mid:16 (software/low or loose battery) error was probably due to low battery, which likely attributed to an aging console. The thermogard system was manufactured in 2011 and is 12 years old. The error was not reproduced during functional testing. During initial functional testing and further functional testing, the thermogard console passed all the tests without any fault or error.

Event description:
The thermogard ivtm system (sn (B)(6)) does not power on. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.